Event description:
It was reported that the system would intermittently shut down on its own. No pt injury was reported.

Manufacturer narrative:
An evaluation by a ge representative has not been completed at this time. Parts have been ordered, but not received and installed.